Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient via vp-shunt on (B)(6) 2017. Doi with setting 3. Since then, there was no changes in the ventricle, so setting was changed to 2. After changed it, the patient¿s condition was stable and she was regularly follow-up as the outpatient department. The consciousness disturbance caused by enlargement of the ventricle occurred on (B)(6) and the setting was changed to 1 but there was no changes the neurologic symptom of acute hydrocephalus. Spinal drainage was performed. Although improvement was confirmed, the infection occurred and the revision surgery was performed on (B)(6). The patient was a female. The primary disease is the subarachnoid hemorrhage. Per affiliate: "the valve was removed from the patient¿s body due to both occlusion and infection. At first, the patient¿s condition (hydrocephalus ) got worse, and the doctor lowered the setting. However, the patient¿s condition didn¿t improve, so the doctor performed spinal drainage. Then, the patient condition got better. But the valve got infected and at the end, the valve was explanted from the patient¿s body."

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The valve was returned and evaluated. The valve was visually inspected: biological debris was noted inside the valve mechanism. The position of the cam when valve was received was setting 1. The valve was tested for programming and passed. The valve passed flush, leak, and reflux testing. The siphon guard was tested and failed the test. The siphon guard was removed and dried. -the valve was then pressure tested and passed the test. The siphonguard was dismantled and was examined under microscope at appropriate magnification: biological debris was noted at the inlet of the siphonguard. The catheters were irrigated, an occlusion of peritoneal catheter was noted. The catheter was dissected, biological debris was found in the catheter. No review of complaint records was performed as the lot number of the product involve in the complaint was not provided. The root cause of the occlusion noted during the investigation was due to the biological debris found in the siphonguard mechanism and in the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.